Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "today, the physician informed the sales representative that there had been a patient whose hook component dislocated superiorly one week post-operatively. The physician provided only the initial surgery date: (B)(6) 2023. No information was available regarding the patient's prognosis or whether reoperation was required."

Event description:
As reported: "today, the physician informed the sales representative that there had been a patient whose hook component dislocated superiorly one week post-operatively. The physician provided only the initial surgery date: (B)(6) 2023. No information was available regarding the patient's prognosis or whether reoperation was required."

Manufacturer narrative:
Please note the correction to g1 manufacturing site. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.